Event description:
It was reported by service report that the side rail could not remain latched. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results - carriage nut.